Event description:
Event description guidant received information that during the implant procedure, the patient suffered a coronay sinus dissection. The procedure was stopped. The patient was monitored by an echocardiography. No other complications were observed.